Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr1784 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was in ICU, with a t.l. Power PICC. It was inserted on (B)(6) 2019. On (B)(6) 2020, the IV nurse was asked to assess, as PICC was not infusing for the ICU nurses. It was discovered that the PICC would not infuse medications with movement/bending of the arm. There was no visible kinks or bend noted on the external catheter. PICC was replaced in his other arm.